Event description:
It was reported that the device exhibited a check/clutch plunger level error. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review found no repair orders within the past 12 months. Visual inspection showed the device was in used condition. The reported issue was duplicated through occlusion testing and the root cause of the problem was worn out clutches. The clutches were replaced, and the device then passed all tests after repair.